Manufacturer narrative:
Concomitant medical products: cook fusion wire lock (fs-wl-o-s). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a corrective action has been initiated in an effort to reduce occurrences of this nature. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
On 05/06/2016, we received the following information: during an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide. "The doctor's complaint was in regards to stripping [exchange] difficulties during past use of the device - she found it difficult to strip and the wire was getting caught. On discussion with nursing staff it was noted that this happens fairly often. This is not an isolated incident having occurred over a number of months. It does not appear to be batch related. No other lot numbers available." On 06/09/2016, we received the following clarification: "on removing the sphincterotome catheter from the endoscope, the wire [guide] should remain in place (through the scope and into the patient's hepatic duct). As the catheter is removed, the wire cuts through the device to allow this exchange to happen. If the cutting of the plastic is hampered in any way, the wire catches on the plastic and is pulled up through the scope and out of the patient [lost wire guide access]. In one (1) case this happened, and the doctor then had to use the sphincterotome or another device to reposition the wire".